Manufacturer narrative:
The lead was returned due to infection. As received, a partial proximal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2023-52153. Related manufacturer reference numbers: 2017865-2023-52154. It was reported that the whole system, including the pacemaker, right ventricle lead and right atrial lead, was explanted due to infection. Patient condition was stable.